Event description:
During a cerebral angiogram in the angio. Sulte, the vasoseal closure device was used. While deploying the vasoseal closure device, the retaining wire on the guide cath. (J segment on the locator) broke off. All parts were removed and pressure applied. Hemostasis was achieved and patient left the suite with no immediate complications.